Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitively determined based on the information available. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping. Complaints will continue to be monitored for trending purposes.

Event description:
This event was reported to shockwave via the post market empower cad clinical study. On (B)(6) 2024, a shockwave c2+ intravascular lithotripsy (ivl) catheter was used to treat a lesion in the left main coronary artery. The ivl catheter successfully delivered 20 pulses. Post dilation was performed, and a stent was successfully placed. There was no report of an ivl device malfunction. Myocardial infarction (mi) occurred the same day as the index procedure. There was a loss of diagonal branch accompanied by transient left bundle branch blockage. The patient complained of shortness of breath with exertion. An EKG was obtained, and lasix was ordered and given with favorable effects to the patient. The patient was released three (3) days following the procedure. The site does not believe the patient's post procedure stay was prolonged due to the mi, as they attributed the mi to elevated troponin levels. The clinical site has determined that the relationship of the mi to the study device was possible and the relationship of the mi to the procedure was definite. As of (B)(6) 2024, the patient is reported to be in stable condition.